Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, for assistance with an unable to update timing alarm. Screenshot of iabp monitor showed an erratic art line signal as well as significant fine ECG artifact and ectopy. User switched out the ECG electrodes using doppler gel for increased conduction which removed the ECG artifact and cleaned up the a-line waveform slightly. Flushing the line did not resolve the issue. Chest xray showed the balloon catheter tip was below the 5th ics. User again called with the results and said the physician was on the way to reposition the catheter and that she would call if she had any other questions. She was appreciative of the support. No harm or injury reported.

Manufacturer narrative:
Due to chaarcter limit in the e1 section the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).